Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a chemo spill due to a tubing leak. There is no report of patient harm.

Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection of the set noted a tear in the silicone segment at the engagement with the lower fitment component. The tear was observed to be atop the edge of the lower fitment component and the tear was measured as approximately 0.02 inches long. No crush marks or tool marks were observed around the lower fitment component. There were no damages or issues observed on the rest of the set. Functional and pressure testing confirmed leaking from the set. The root cause of the customer¿s report of a leak was identified as due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that doxorubicin leaked from a hole in the tubing inside of the pump module. There is no report of patient harm.